Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had issue with piston mislined and had motor error. The customer stated that reservoir had leak. The customer stated that drive support cap was normal. The customer stated they were able to clear the alarm and able to complete the rewound process. No harm requiring medical intervention was reported. The device will not be returned for analysis.